Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male was implanted with an impella cp device for mechanical circulatory support. While on support, a thrombus had formed due to heparin-induced thrombocytopenia (hit) and was able to be aspirated.